Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2014; 429688, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and the lead exhibited oversensing which causing inhibition of pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.